Event description:
It was reported that the needle shaft was leaking gas. During device preparation for the cryoablation procedure, there was a gas bubble observed on the shaft of the icepearl 2.1 cx 90 degree needle. The device did not make contact with the patient. The needle was replaced, and the procedure was completed. There were no reported adverse consequences to the patient.

Event description:
It was reported that the needle shaft was leaking gas. During device preparation for the cryoablation procedure, there was a gas bubble observed on the shaft of the icepearl 2.1 cx 90 degree needle. The device did not make contact with the patient. The needle was replaced, and the procedure was completed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Device media analysis: the device was returned for analysis. The device was hooked up to the in-house console and functional testing was performed. During initial testing, air was seen coming from the proximal end of the needle handle. Disassembly of the device confirmed a gas leak from the needle handle. Component failure of the o-ring in the handle was the cause of the handle leak.